Event description:
Reportable based on device analysis approved on (B)(4) 2014. It was reported that a difficulty crossing event occurred. The 22mm x 2.25mm, 90% stenosed target lesion contained a significant bend of >=90 degrees was located in the severely tortuous and mildly calcified left anterior descending artery. Predilation was performed with an unspecified balloon catheter. A 2.25x24mm promus element stent delivery system was selected to treat the lesion. During advancing, the complaint device encountered resistance and was unable to cross the lesion resulting to a kink to the advancer rod. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device found that a break was present in the hypotube. The break was located at 4.6cm distal to the strain relief. Both section of the break were held together by the outer sheath covering on the hypotube shaft. The stent protector was positioned near the port site. An examination of the crimped stent identified that a stent strut was lifted on the 10th row from the distal end of the stent. No other damage was visible along the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).